Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. Journal article was provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi:10.1016/j.jvir.2009.05.039.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that during filter deployment, the filter was deployed in the wrong orientation. The filter was retrieved without complication and a new filter was deployed successfully. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi:10.1016/j.jvir.2009.05.039 investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged deployment issue resulting in the filter being deployed in the wrong orientation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided information, the configuration of the filter that was deployed in unknown. Therefore, it is possible that procedural issues contributed the filter being deployed in the wrong orientation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: the g2 filter is pre-loaded into the storage tube and is intended for single use only. Do not deploy the filter prior to proper positioning in the ivc, as the g2 filter cannot be safely reloaded into the storage tube. The g2 filter - femoral is designed for femoral approaches only. Never use the g2 filter and delivery system for superior approaches (jugular, subclavian or antecubital vein), as this will result in improper g2 filter orientation within the ivc. Never use the jugular or subclavian delivery system for femoral approach, as this will result in improper g2® filter orientation within the ivc. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Position the retrieval hook 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that during filter deployment, the filter was deployed in the wrong orientation. The filter was retrieved without complication and a new filter was deployed successfully. There was no reported impact or consequence to the patient.